Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. It was reported that the right side tracker of the imaging system was found to be out of calibration. To restore functionality, the tracker was calibrated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed in the superior direction while working laterally. It was reported that the imprecision was observed when checking known anatomical landmarks with the planar probe. It was reported that the site used a c-arm at the beginning of the procedure and the medtronic imaging system was used for a final confirmation image acquisition. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.